Manufacturer narrative:
Method: device history review, visual inspection. Results: no relevant issues were identified in the manufacturing records for this lot. Visual inspection noted the locking ring is significantly deformed but is still attached to the screw head. No other anomalies were identified. Functional: device is not functional. Anchor c screw would not be able to lock to an anchor c cage without an intact locking ring. Conclusion: the established causes of the event are: free hand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. In this case, it was reported that the inserter guide was used while implanting the screws.

Event description:
Surgeon was putting in the implant. He did not use the all in one guide. While putting the screw in the ring got caught and came loose.

Event description:
Surgeon was putting in the implant. He did not use the all in one guide. While putting the screw in the ring got caught and came loose.